Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, a parameter error message was noted on the device. The patient was not symptomatic. A custom parameter set from the previous session was successfully stored. It was discussed to reprogram the device to nominal settings and reloading the previous parameters. No further information is available at this time.